Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with a system error (se) 2240 on the home choice (hc), during use, during dwell 3 of 4, the baxter technical service representative (tsr) explained the alarm and assisted with ending therapy. The tsr advised the home patient (hp) to contact their nurse. During a follow-up with the home patient (hp) regarding the reported problem, they stated for that evening they just ended therapy and then continued therapy by using manual supplies. They stated they talked to their registered nurse right after they called into baxter. They stated they do not know what caused the alarm. They are continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.